Event description:
Customer reported that a ventilator stopped cycling while on a patient. The patient was taken off the ventilator and the ventilator was swapped out with another unit. The ventilator was taken to the biomed department where it was found that the pressure control level above peep potentiometer was defective. The biomed replaced the defective potentiometer, calibrated and functionally checked unit. Ventilator passed all test. Biomed said that there was no patient injuries.